Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was use related per clinical details that there was an accidental dislocation of the pump by staff during intervention.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 75-year-old patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During the intervention, the impella cp became dislodged and required explant. The dislodgement occurred accidentally during staff manipulation. The patient remained clinically stable throughout the event. A new impella cp device was subsequently inserted, and hemodynamic support was successfully re-established. The reported events include device in wrong position, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to a temporary interruption in hemodynamic support during the exchange; however, the exchange was performed without consequence to the patient, and support was resumed with no known adverse patient outcomes.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.